Manufacturer narrative:
Vyaire medical file identification: product complaint (B)(4). Any additional information received from the customer will be included in a follow-up report. Field service rep evaluation: the field service engineer (fse) went on-site to evaluate the suspect device. The fse cycled the device on and the device cycled normally. The fse performed the operational verification procedure (ovp) and passed. At this time, the reported event was not duplicated and no assembly failure or device fault was detected. Therefore, no further investigation will be performed.

Event description:
The customer reported a blank touch screen display on this ventilator device. The customer stated no patient involvement with this event.